Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report and the reported accident appear to match the damage found. This is a final report.

Event description:
The patient's parents reported that, after a temper tantrum, the child hit his head on the floor in (B)(6) 2016. Since then, the patient can no longer hear with the device.the patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported that, after a temper tantrum, the child hit the head on the floor in early (B)(6) 2016. The patient can no longer hear with the device since then. Re-implantation is considered.